Event description:
It was reported that during a routine device change-out due to normal eri, it was noted that there were no measurements for svc to can or rv coil to svc coil. When the svc and rv coils were reversed a high impedancemeasurement was noted. The device was reprogrammed to not use the svc coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.